Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected during coronary clinical procedure was performed when the issue happened. The procedure was delayed less than 20 minutes, and it was completed by restarting the system. The customer reported an image disk issue and resolved it by rebooting the system. A philips field service engineer (fse) inspected the system onsite and diagnostic assessment was conducted on the x-ray pc utilizing the pc diagnostic tool. No issues were detected during the intervention. After restarting of the system, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the information obtained, the procedure was not impacted, and it was completed by restarting the system. The procedure was successfully completed with a minimum delay on the same system and is unlikely to result in or contribute to death or serious injury if it were to happen again. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an alert indicating the image storage was not possible, which can prevent x-rays. No harm was reported to philips. Philips has started an investigation of this complaint.